Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a crack and melting at the distal end plastic cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3. G3 of the initial medwatch. The aware date should be 08oct2024 ¿ 16oct2024 was entered in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely high-energy treatment tool (laser, high frequency, etc.) Was used without a sufficient distance from the tip, however, the root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope as follows: 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor the field performance of this device.